Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was deployed after 3 grasps, and the mr was reduced to a grade 2 with a residual lateral mr. This clip delivery system (cds) was advanced; however, after each successful grasp, the leaflets would slip out of the clip due to a coaptation gap. After over 20 attempts, damage was noted to the leaflet and the mr had increased to 4. The procedure was aborted. It was noted that the increase in mr was possibly due to the multiple grasping attempts. The physician confirmed that the patient is clinically stable and there was no clinically significant delay in the procedure. No further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: steerable guiding catheter, clip delivery system ((B)(4)), lift, support plate, stabilizer the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.